Event description:
Initially, it was reported that the patient underwent generator replacement surgery. Further follow-up revealed that the patient underwent generator and lead replacement due to high impedance. The lead impedance with the new generator and lead was reported to be ok. It was reported that the explanting facility does not returned explanted devices for analysis per hospital policy. It was reported that the device was not programmed off after observing the high impedance. It was reported that it was unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. X-rays were performed, but were not sent to manufacturer for review. The x-ray report was received which indicated that no definite break or discontinuity was seen within the visualized portions of the wires; however, a segment of the wires is adjacent to the battery were obscured due to the battery itself.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.